Manufacturer narrative:
(B)(4)

Event description:
It was reported that the vibratory function of the device was not working properly during a routine device check in clinic. A device replacement was recommended. The asymptomatic patient was stable and will be followed up again in 6 months.